Event description:
Follow up information identified the physician decided to explant and replace the patient¿s ipg. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by (B)(4) on 02 june 2017.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient¿s ipg no longer communicates with external devices and is inoperable. Troubleshooting attempts were unsuccessful. As a result, the patient may be awaiting ipg replacement.

Event description:
Follow up information identified electrosurgical devices were not utilized during a surgery where the ipg was not preemptively placed in surgery mode.